Event description:
It was reported that a pen ndl 32g 4mm pro 14 bag 700 case jpx broke at the cannula during use. The following was reported by the initial reporter: "the customer reported about a broken needle npe."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that a pen ndl 32g 4mm pro 14 bag 700 case jpx broke at the cannula during use. The following was reported by the initial reporter: "the customer reported about a broken needle npe."